Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black foreign material inside a clearlink extension set. This was noted after priming with lactated ringers solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection, it was observed that a degraded piece of burned plastic was inside the tubing. The reported issue was verified. It was determined that the possible cause is related to a contaminated tube due to particulate in the die set; during the extrusion process particles of burned resin may remain attach to the die set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.